Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was over 500mg/dl. The customer's most current level was unknown. The customer states they drank fluids and treated with the pump, but they received no delivery alarms. The customer was treated with insulin drip. Troubleshoot was not completed due to customer driving during troubleshoot. The customer was advised to call back if needed. The customer also mentioned hospitalization was due to infection.